Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. High bg was addressed by administering a correction injection. The customer reverted to an alternate method of insulin therapy.